Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy. Device code a0401 is being used to capture the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy and the trip wire broke. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.